Event description:
A us distributor reported that a two batteries would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery packs have been completed. The reported problem (will not power up) was confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the batteries. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery packs.